Manufacturer narrative:
Continuation of d10: product ID wr9220, serial# (B)(6): product type recharger. H3: analysis of the returned wireless recharger (s/n: (B)(6)) revealed no visual anomalies with the returned device. Device analysis found that the device was unresponsive and noted that the led's scroll continuously. The flash read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary incontinence. It was reported that patient had a recharge system with problem. The new recharging system was defective. There are no factors that contributed to the problem. The device has been reset. But without success. The recharger will be returned. Furthermore, patient was experiencing less than 50% therapy relief. (B)(6) 2025 (B)(4) [wr], rpl (B)(4) [dock] (for, rep): no new information. (B)(6) 2025 (B)(4), (B)(4) (for, rep): no new information for the event description. [(B)(4) wr system problem].